Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. An oblique fracture pattern was found where the shaft transitions from the hex portion of the driver to the round shaft portion of the driver. An oblique fracture pattern likely indicates a side loading (bending), which was applied to hex tip. The driver is not designed to withstand significant side loads and should only be used with torsional loads.

Event description:
During screw insertion into an aculoc 2 plate, the driver tip broke off in a locking screw head. The tip was not able to be extracted from the screw head and was left implanted in the patient's body.